Manufacturer narrative:
On june 1, mentor received confirmation that the device received was the impacted device. On june 8, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection. Visual analysis of the returned sample determined that the smooth hpg, 750cc breast implant was found to be ruptured. As the authorization form for examination was not received the product evaluation lab could not identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 6, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per device received, and after multiple attempts to obtain additional details regarding this event, the following have been updated on this form: field d4 for catalog number has been updated to "3507504bc", field d4 for lot number has been updated to "6820417", serial number was removed until further information is received, field d4 for unique identifier( UDI) has been updated to (B)(4), field g4 for PMA/ 510(k) has been updated to "p990075". A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old black or african american female patient underwent primary breast augmentation with a 650cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively. The patient underwent bilateral explantation and replacement with allergan brand devices on (B)(6) 2021.